Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus was used to treat the target lesion. During the procedure, several decelerations have been noticed on physician¿s first pass of the rotablator burr. After the last deceleration, it was further noticed that the burr became stuck to the distal of the target lesion. Access was made on the opposite groin site to attempt to deliver a balloon catheter to the proximal portion of the target lesion. The physician attempted to dilate the lesion to remove the burr but failed. The patient was brought to the operating room to have the burr surgically removed from the artery. Surgery was tolerated and patient was doing fine thereafter. No further patient complications were reported.